Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stimloc accessory found no anomaly. Analysis of the screw driver found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_stimloc_acc, product type: accessory; product ID neu_screwdriver, product type: accessory; product ID neu_stimloc_acc, product type: accessory. Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead anchoring device and burr hole cover rocked back and forth, making it not possible to fit properly. It was noted that when a new product was used, the problem did not occur. It was noted that the product was to be returned for analysis. Additional information received reported that there was a defect related to the lead anchoring device and burr hole cover where it could not be closed properly.